Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: dermabond prineo 22cm msh adhesive (clr222us) : lot number/lot number: 107b78. List of other j&j products (non-customer complaint products) used in the case surgery. Has there been a patient or user injury report? No. Are there any noticeable delays? No. If available, provide the product order number (po). If further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: photo: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a dermabond prineo 22cm with its packaging open and stained. Based on the photo review, the event reported is observed, however no conclusion or root cause could be determined because the device was not returned our evaluation is limited. Sample: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was received in its original packaging, which had been opened. Upon visual inspection of the mesh, the presence of stains was observed. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and topical skin adhesive was used. When nurse opened it to use it, I found obvious stains on the mesh. Upon receipt and analysis, upon visual inspection of the mesh, the presence of stains was observed.